Event description:
This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Clarification b3 (date of event)": MRI-documented rupture at 18 months since implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture". This record is for an unknown side. The device remains implanted.